Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x2) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. This supplemental emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x2) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with right inguinal and incarcerated umbilical hernia thereby underwent open repair with implant of perfix plug (device #1, #2, #3). Per op notes, ¿an indirect and direct hernia sacs were identified in right inguinal region. Both the hernia defects were dissected free and reduced. Two perfix plug (device #1 & #2) with onlay patch were placed using prolene sutures. An umbilical hernia sac with incarcerated omentum was identified and reduced. A perfix plug (device #3) was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with recurrent right inguinal and left inguinal hernia thereby underwent robotic assisted repair with implant of 3dmax (device #4 & #5). Per op notes, ¿a large indirect right inguinal hernia sac was identified, dissected and reduced. A 3dmax (device #4) was placed and sutured. On the right inguinal region, the necrotic peritoneal fat was removed. An indirect left inguinal hernia sac was identified, dissected and reduced. A 3dmax (device #5) was placed and sutured.¿